Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. Customer states: used with tri staple loaded to I-drive. Prior to the third firing, firing stopped after advancing 1cm. Surgeon returned knife, and opened a different product. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. Additional information. Last known patient status is good. No reinforcement material used in conjunction with the stapling device.